Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation issues was encountered. Vascular access was obtained via the right common femoral artery. The denovo lesion was located in the mildly tortuous and mildly calcified distal superficial femoral artery (sfa). A 5.0 x 100/135 sterling otw balloon catheter was selected and the balloon was inflated, however, the physician was unable to deflate the balloon. The number of inflations and to what atms is unspecified. Multiple attempts to deflate the balloon were unsuccessful. The balloon shaft was "transected"; however, the balloon still did not deflate. The balloon was removed inflated and the procedure was concluded. No further complications were reported and the patient's status is unknown.

Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).